Event description:
It was reported that a caregiver experienced a pairing failure after scanning an fsl 3+ sensor with the ilet, and the issue was resolved through guided re-scanning and user education. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary interruption of sensor pairing. Investigation included customer support troubleshooting and education conducted remotely. Investigation of this case revealed a transient communication or setup error consistent with a resolved pairing failure without hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use-related factors.